Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top, encoder and motor covers and head restraint bracket were damaged. Additionally, the battery partition cover and patient restraint pin were missing. The autopulse platform is a reusable device and was manufactured on 01/22/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint of the platform displaying system error message. A review of the platform archive was performed and user advisory (ua) 136 (internal parameter corrupted) messages had occurred upon powering-up of the platform on (B)(4) 2016. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error fault. An in-house test processor board was installed and ran the platform for approximately 10 minutes. There were no problems found. In summary the customer's reported complaint that the autopulse platform displayed system error was confirmed during archive review and functional testing. The root cause was determined to be a defective processor board. After the processor board was replaced, the platform passed all final functional testing criteria.

Event description:
The customer reported that during routine shift check of autopulse platform, a user advisory "system error, out of service, revert to manual CPR" message was displayed. There was no patient involvement reported.